Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer stated that changing the battery did not resolve the issue. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 109 mg/dl at the time of the incident. The customer also stated that, they woke up and was in the bathroom and also tried to enter a bolus, when asked if there was any significant event leading to the keypad issues. The customer also stated that the time on the clock did not advance when monitored for one minute. The customer was advised to change the battery and observe the time for three minutes. The customer stated that the time still did not advance. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump received with no button response at escape and act button due to unlocked connector on lcd board. No button error alarm, time clock anomaly and frozen screen noted during testing. Unable to perform any tests due to buttons unresponsive. Pump received with broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.